Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and no anomalies were found. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was attempted but not used because the helix would not extend and retract appropriately. The ra lead was successfully replaced. No patient complications have been reported as a result of this event.